Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2015 with the following findings: last basal delivery was on 09/29/15@1:29pm. Evidence of manual suspends is observed in the black box. The tdd appears to be inaccurate due to multiple unconfirmed ¿cs162¿ warnings. The pump was suspended/resumed correctly. ¿ez-prime¿ steps were performed correctly. The pump alarmed with ¿cs088¿ alarm during the 24hrs duration test due an y02 crystal failure. The keypad is undamaged and all buttons are properly responsive. Unable to verify steps and to adequately investigate reported ¿suspend¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the keypad flex/connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 20.8mmol/l with symptoms of abdominal pain. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and there was a suspend issue. This report is being made due to bg excursion the patient experienced due to an alleged history settings issue.